Event description:
Patient reported "requesting a form to report a defective prosthesis¿. Physician later reported "MRI which showed an intracapsular rupture". This record is related to the left side . Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the photographs identified: -rupture: observed an opening in one device but cannot perform an assessment of the opening as no microscopic analysis can be performed and the other device has red biological tissue in the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and damaged.

Event description:
Patient reported a "defective prosthesis". Physician later reported "MRI which showed an intracapsular rupture". This is related to the left side . In addition physician states: "bilateral capsular contracture grade 4 and damaged left side implant".. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It cannot be determined which device is for the left or right side per the photos provided it is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.